Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient stopped using their device 20 years ago, but left it implanted. A consumer later reported the device was depleted about 23 years ago, and hadn't been active since then. The patient was having neurological symptoms, which were unrelated to the device, and needed to have an MRI so they wanted to remove the device, and wanted to know if there was a lead. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for an unknown therapy indication. It was reported that the patient's ins was not working. There was no patient symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.